Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huav1064 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient presented to the emergency department as the mother stated she had seen the line bubble at home while flushing it. The facility reported the broviac appeared to be separating at the bottom of the clamping sheath and the smaller lumen. The line was repaired. No harm to the patient was reported.